Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-65117 for insulin pump and 2032227-2014-65122 for sensor.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer had blood glucose of 55 mg/dl and fainted and was taken to the hospital. Blood glucose value at the time of the hospitalization was 36 mg/dl. Customer stated that she might have overestimated her carbohydrates and that could be the cause. Customer inserts sensor in abdomen, upper buttocks, legs and arms. Customer stated she received lost sensor alerts; she declined to troubleshoot as she was not using a sensor. No damage noted to the transmitted bud she had had some bent sensors. Nothing further reported.